Manufacturer narrative:
.

Event description:
A review by engineering noted no errors when it comes to the sicd. It was noted half an hour prior to the magnet reset, the device firmware was upgraded successfully. The device appears to be operating normally.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after doing a new software update when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) no connection was seen with the device. Different positions were used and another programmer was used with no success. Finally a magnet was used and everything seemed to be working normally with the device. A review was sent to boston scientific technical services (ts). Ts noted that based on the data received normal sensing and good detection was seen. Ts noted that complete data would be needed to assure the device status. No adverse patient effects were reported.